Event description:
It was reported that 9 months after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 4.10mm, 95% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% drug eluting stent in the target lesion. Lesion 2 was located in the 2nd obtuse marginal. The physician placed two johnson & hohnson cypher stents in this lesion. Lesion 3 was located in the mid right coronary artery (mid rca) and was treated with placement of a johnson & johnson cypher stent and unknown boston scientific stent. There were no complications. The patient was discharged the next day on plavix and aspirin. 9 months after the initial procedure the patient expired. There was no autospy. In the opinion of the physician the cause of death was carcinoma of the lung and the target vessel was not involved.